Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Device #2 prostar xl is being filed under a separate manufacturer report number. The customer reported the common femoral artery was mildly calcified. During needle deployment, calcification may cause the needle to be deflected from the intended trajectory path which may result in a failure to deploy.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device revealed that it was partially deployed with the handle in the backed-down position. Missing from the returned device were the green coiled suture lumen, green suture, anterior lateral needle, and posterior medial needle. The anterior medial needle was partially deployed and entered the barrel with the white suture attached. The posterior lateral needle was in the backed-down position. The white suture coiled lumen was undamaged. Needle strike marks were detected on the distal face of the barrel from the posterior lateral needle and anterior medial needle indicating needle deflection. A crack in the barrel was noted at the anterior medial needle entry port in the barrel, likely due to the needle strike and high deployment forces. No other device anomaly was detected. A photograph received from the customer was reviewed, which confirmed that a needle did appear to be kinked or bent, as was stated in the incident description. It was not possible to determine if the kinked needle was one of the returned needles. During manufacturing, all prostar xl devices are microscopically and visually inspected for proper unimpeded needle path, proper needle orientation, and proper needle deployment. Needle deflection may occur due to challenging anatomical conditions, incorrect operator deployment technique, and a manufacturing deficiency. Challenging anatomical conditions, though unconfirmed, likely played a significant role in the incident. The arteriotomy access site was reportedly mildly calcified. Per the prostar instructions for use (IFU), under special patient populations: the safety and effectiveness of the prostar xl pvs system have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at access site. Additionally, the patient did have a history of a prior arteriotomy with device closure and peripheral vascular disease, which may have also contributed to the event but cannot be confirmed. Surgical intervention was reported to repair the tissue damage and achieve hemostasis accounts for the reported patient effects. There was no detected or reported information to indicate a possible incorrect operator deployment technique. Based on the investigation, there was no product lot quality deficiency and the probable cause for the event was related to the operational context in which the device was used. A search of the lot history record for the reported lot was performed and revealed no nonconforming material record associated with this lot, indicating all lot release testing met specification. A query of the complaint database was performed for the lot and there have been no previous incidents reported for a failure to deploy of the needles of the device. During manufacturing, devices are visually inspected and a sampling of finished devices is destructively tested. In addition, a quality control audit inspection is performed to verify product quality. A product quality deficiency was not noted.

Event description:
It was reported that after an interventional procedure, arteriotomy closure was attempted of a mildly calcified common femoral artery using a prostar xl device. Reportedly, the device was inserted until marker lumen flow was visible. During needle deployment, the handle was pulled to deploy the needles, but only one needle deployed correctly by presenting at the hub of the device. The second needle remained in the needle holder, the third needle got kinked, and the fourth needle deployed outside of the vessel. To retrieve the fourth needle the skin incision was widened enabling the device to be removed. A second prostar xl device was attempted, but the access site had been injured by the first device. The second device was removed from the patient and the access site was surgically sutured to achieve hemostasis. The patient was reported to be fine. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the prostar xl device. No additional information was provided.